Event description:
Acetabular component of hip prosthesis failed to adhere and required replacement (1 year later). Operative findings: "the acetabular implant was clearly loose. There was absolutely no evidence of bone ingrowth to the surface of the device. The acetabular cavity was filled with a granulation tissue membrane. The femoral stem, however, appeared to have good bone ingrowth..." Md comment: "not best [described as]." Ref 1825034-2007-00063.